Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery compartment was cracked, the yellow o-ring was visible, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under-delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27 -nov-2018 with the following findings: during investigation, the reboots observed in black box download. Battery compartment is cracked alongside of pump. Battery cap is stripped. Battery cap unable to maintain an electrical connection, power loss and reboots duplicated. The battery cap contact height found within specification. Battery cap contact width found within specification. A test cap used for testing purposes. Pump powers on normal with no alarms. Pump exercised with test cap with no further power issues occurring.